Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the increase in mean pressure gradient. It was reported that this was a mitraclip procedure to treat grade 4+ (torrential) degenerative mitral regurgitation (mr). One mitraclip was deployed without issues successfully reducing mr to grade 1-2; however, the mean pressure gradient (mpg) had increased. Pre-procedure, the mpg was 3 to 5 mm hg. After the clip was implanted, mpg was 6 mm hg. The physician was satisfied with the results. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). There was no device malfunction reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. It is possible that the mitral stenosis was a result of patient or procedural conditions; however, this cannot be definitively confirmed. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.